Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device changeout procedure it was observed that there was insulation damage on the rv coil portion of the right ventricular (rv) lead. It was unclear whether the insulation was damaged before the procedure or occurred during the removal of the old device. The rv lead was repaired and tested through the analyzer and the device. The impedance was stable and in normal range after many back to back tests. The rv lead remains in use. No patient complications have been reported as a result of this event.